Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown not provided. Implant date: if implanted, give date: not applicable, as the lens was not implanted. Explant date: if explanted, give date: not applicable, as the lens was not implanted. Reporter telephone number: (B)(6). Device evaluation: the device was not returned for evaluation. Therefore, product testing could not be performed. The customer¿s reported complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search of complaints related to production order (B)(4) was performed. No additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction. No nonconformity report, documentation, escalation is required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the plunger rod tore the intraocular lens (iol). Another iol with serial number (B)(4) was used just after incident. No patient involvement was reported.